Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endowrist stapler curved-tip 30 instrument involved with this event and failure analysis investigation was completed. Failure analysis confirmed the reported complaint. The instrument housing was removed and the bearing that mates with the roll friction lock was found to be broken. The bearing outer shell was broken. Only half the broken shell was returned. The bearing breakage prevented the instrument from being able to roll, thus replicating the reported issue. The cause of the breakage was determined to be related to stress corrosion cracking. The broken bearing was also found to be corroded due to improper cleaning. This event is being reported due to the following conclusion: the endowrist stapler curved-tip 30 instrument was found to have a broken roll bearing during failure analysis investigation. Although the customer reported event does not itself constitute an MDR reportable event, the broken roll bearing could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the endowrist stapler curved-tip 30 instrument would not articulate or rotate on both arms of the da vinci system. The customer switched to an endowrist stapler 45 instrument which functioned as intended. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.